Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. Device evaluated by manufacturer: product was received but not investigated as product will not confirm the issue. Product was received but not investigate.

Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of an unspecified sensor error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.